Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's insertion tube and universal cord had adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is possible that the release point was mistaken when injecting medical adhesive. Additionally, the use of medical adhesive is under the customer's responsibility, and olympus has not verified the removal of medical adhesive through reprocessing. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.